Event description:
It was reported that on (B)(6) 2026, a patient presented with grade functional tricuspid regurgitation (tr) for a triclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the triclip steerable guide catheter (tsgc) from the stabilizer. The tsgc was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the tsgc was removed from the stabilizer. The final tr remained unchanged post procedure. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified no similar complaints reported from this lot. An exception was initiated to evaluate the reported difficult to remove the tsgc from the stabilizer. The exception determined that material was the root cause. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.